Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro laa closure device was implanted. The patient was discharged. The patient had a routine 45-day follow-up and imaging revealed a possible device related thrombus on the closure device. The location and the size of the thrombus was unknown. It was determined the patient was not compliant with the dosage of anticoagulation medication (eliquis) prescribed and was reducing the dosage to make the pills last longer. The patient has no previous history of hypercoagulation, was asymptomatic and had no adverse events. The patient will continue oral anticoagulation and will be re-imaged at a later date.